Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call that the sensor is missing the electrode after removal. The customer's blood glucose was 246 mg/dl at the time of incident. Troubleshooting advised customer to keep sensor for a possible return. No further details given.